Event description:
The representative of (B)(6), who trains physicians to use the ¿salt facial device¿ performed a ¿salt facial¿ using the device manufactured by med-aesthetics solutions on me on (B)(6) 2018. During the procedure, I was anesthetized and given nitrous oxide. During the procedure ms. (B)(6) stopped midway and when I looked in the mirror I saw my face was scarred with dark stripes and sensitive to touch. Ms. (B)(6) stated that the machine was not ¿calibrated¿ and that the scars were a result of that and then stated that the problem was one that the machine was known for and that a new generation machine was being developed. After the procedure, my face was damaged on both sides with multiple stripes and discoloration. I was advised to moisturize with vaseline and that it would clear up. She then prescribed several topical treatments and sent them to me via mail. I tried the products as instructed with minimal results. Three months later, I saw a dermatologist and was diagnosed with post inflammatory hyperpigmentation and advised to have multiple expensive procedures that would take a course of four months with no guarantee of results. I have been contacted by the company president mr. (B)(4) who stated that the machine was not the problem but the operator. I don¿t know who to believe but something is wrong. I am a physician and perform aesthetic procedures daily. There is no explanation that has been given as to how my face was so severely damaged. Mr. (B)(4) states he repossessed the machine and had it tested and that there is no problem with it. Ms. (B)(6) claims that she is in the process of improving the device as the problem is one known by her caused by the machine. Regardless, I would hate to see this happen to anyone else. Please let me know if this device is FDA approved and if there are other similar complaints. Dr. (B)(6), med-aesthetics solutions.